Manufacturer narrative:
The manufacturer received information that a user facility reported a patient experienced post inflammatory pigmentation at the treatment site following the use of the alma harmony system. Multiple attempts were made to obtain additional clinical and technical information; however, no device identification information was obtained. The device was not returned for evaluation, and therefore device performance could not be assessed. Based on avaliable information, the user error is considered the most probable contributing factor. This event is reported in good faith under 21 cfr part 803 due to the potential for long-term pih. The importer also submitted a report to the FDA under report number 3004450661-2026-00001.

Event description:
The importer reported that patient experienced post inflammatory hyper-pigmentation at the treatment site following the use of the alma harmony system.